Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive the e-100 generator to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. After installing the unit onto the test system, it worked fine with the vessel seal extend instrument installed. Failure analysis used the vessel seal extend instrument with a saline-dipped gauze in the jaws and fired the yellow pedal/sync activations to cut/seal about 100 times. The e-100 generator worked without any issues.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the bipolar energy was giving an error. The e-100 generator had a flashing led amber light when a vessel sealer extend (vse) was connected. Prior to calling, the caller had power cycled and hard power cycled the e-100 generator with no change. The customer also moved the vse instrument to the erbe generator and proceeding without issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the room staff switched from the e-100 generator to the erbe generator. The instrument wasn't returned because it was a generator issue.